Event description:
Olympus was informed that during unspecified procedure, the ptfe pad of the tb-0520ic had been partially peeled off shortly after the onset of the use. The physician had changed the tb-0520ic into the other device and the procedure had been completed. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad was worn out and partially peeled off but did not fall off. Also, there was a contact mark of the probe and jaw. Based on the similar cases with same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears and is separated from the grasping section. Since the ptfe pad wore severely and was separated from the grasping section, the probe and grasping section became contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). The manufacturing history was reviewed, with no irregularities noted. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.